Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility director reported a patient with tissue erosion in the right eye at five months post successfully completed lasik procedure. Reporter indicate the patient was placed on a topical steroid eye drop, and a bandaged contact lens was placed on the eye. Patient is being monitored. Additional information is requested.

Manufacturer narrative:
Additional information provided in describe event or problem. (B)(4).

Event description:
Upon additional follow up, the reporter has indicated the patient issue is resolved. Patient is doing well.

Manufacturer narrative:
Corrected information: follow-up #. This supplemental report should have been number 02, but was incorrectly submitted earlier as number 03, in error. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this reported event: laser was successfully verified prior the day of the treatment. The preventive maintenance was performed regularly. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).